Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent loss of capture. An x-ray was performed which confirmed the lead dislodged into the patient's right ventricle. A surgical revision was performed to reposition the lead; however, the helix would not deploy. The lead was therefore removed and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information was received which also noted high pacing threshold measurements and placement difficulty. No additional adverse patient effects were reported.